Event description:
I had a medtronic bladder device installed at the suggestion of dr. (B)(6). It did not work and caused me symptoms of pain in the groin, pain in the legs, and pain in the back with tremors of the limbs, and I was getting bad shocks from it. My doctor said to keep it and that I would get used to it but I never did with leg numbness. Above all it increased my incontinence and smells and did no good. Now, I am stuck with these leads in me for the rest of my life. I have 5 herniated disks from an accident, and it is dangerous for me to continue to have these leads in my body as they could shift and injure my bladder, making it worse than it is, break my spine, and bones and it was suggested by other doctor that dr. (B)(6) removed this device before more things happen but he has said no that I must keep the implants until I die. I have had such pain in the spot where the surgery was done as well. Dr. (B)(6) made a wrong diagnosis that my defects were due to nerve damage to the bladder but refused to go with the botox or the sling surgery which is what I really needed to correct the situation. Many years ago, another dr, dr. (B)(6), said I needed the sling surgery but dr. (B)(6) was not willing to do it but recommended this device that did not work as he makes huge amounts of money by implanting this in people even when it is the wrong thing to do and causing him to make wrong diagnosis. I have a hole in my bladder, not in the nerves as he seems to think. As a result of this device, I have been going to the bathroom continually now since he put this device in my body. I am highly allergic to things and this was not the proper type of treatment for me. I would like this removed and have asked other attorneys how to get it done. You should take this off of safety and not allow medtronic to sell these leads as I read some horror stories that the leads and device caused a woman to have a skipped heart, irregular beat, atrophy of the limbs, pain and all kinds of debilitating effects. Took antibiotics and pain killers after surgery.